Manufacturer narrative:
Device was initially received for the complaint that during testing the device failed dso cal, which occurred with no patient interaction. During investigation found the downstream occlusion sensor (dso) seal delamination and dso seal over glued. This malfunction makes the event reportable. Review of event log/alarm history found two instances of "no cassette" found on 10/28/2025. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that dso seal delamination and lcd lens scratched. The complaint was confirmed through functional testing per performance verification testing and found dso seal over glued causing a high reading. The dso seal was cleaned, calibrated and replaced. The device passed all testing criteria.

Event description:
It was reported that during testing the device failed dso cal, which occurred with no patient interaction. During investigation found the downstream occlusion sensor (dso) seal delamination and dso seal over glued. This malfunction makes the event reportable. There was no patient involvement.